Manufacturer narrative:
(B)(4). Concomitant medical products: unknown liner. Unknown kinectiv neck. Shell porous with cluster holes 56 mm o.d. P/n 00620005622 l/n 61389727. Modular femoral stem press-fit plasma sprayed cementless size 10 p./n 00771301000 l/n 61441006. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Primary operative notes states that there were no intraoperative complications. The acetabular cup was placed in 40 degrees abduction and 20 degrees anteversion. The stem was placed with 15 degrees anteversion. The hip was then found to be stable with good range of motion and equal leg length. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02795, 0001822565-2017-02796, 0001822565-2017-02797, 0001822565-2017-02799, 0001822565-2017-00382.

Event description:
It was reported that the patient was indicated for revision due to possible infection. No additional information was provided.